Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned products confirmed that 18 out-of-20 contain foreign debris. Sixteen of the 20 sterile pouches contain a loose blue particle. One sterile pouch contains 2 particles. All loose particles exceed the .60 sq. Mm size allowed by zpc 8.400 rev.52, as measured with the tappi chart (B)(4). One sterile pouch has a hair-like fiber measuring approximately .400 in length. Device history record (DHR) was reviewed and no discrepancies were found. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. The likely condition of the parts when they left zimmer biomet control is considered non-conforming based on the evaluation of the returned products. The loose blue particles likely came from the excess flash generated during the molding process of the mixing bowl and/or during the trimming of this excess flash. Although a definitive source of the hair-like fiber cannot be determined, it was introduced during manufacturing because it was located in the sealed pouch. The root cause of the reported issue is attributed to a manufacturing issue. A corrective action has been initiated to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 02390, 0001822565 - 2020 - 02391, 0001822565 - 2020 - 02393, 0001822565 - 2020 - 02394, 0001822565 - 2020 - 02395, 0001822565 - 2020 - 02396, 0001822565 - 2020 - 02397, 0001822565 - 2020 - 02398, 0001822565 - 2020 - 02399, 0001822565 - 2020 - 02401, 0001822565 - 2020 - 02402, 0001822565 - 2020 - 02403, 0001822565 - 2020 - 02404, 0001822565 - 2020 - 02405, 0001822565 - 2020 - 02406, 0001822565 - 2020 - 02407.

Event description:
It was reported by the distributorship that the products were found to be nonconforming. No patient involvement. No additional information.